Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 5.6, 4.3 and 4.3. Time between testing: minutes. Per caller, the strips were expired. Caller retested, using alternative box of unexpired strips 279124, and was satisfied with results. Therapeutic range was not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
No data analysis was performed because customer was using expired strips. Using expired strips would contribute to unexpected inr results or errors in testing. Lot 243104 is out of retains to test. No customer returns are available. In-house therapeutic donor testing has been performed on reported lot 243104 on (B)(4) 2011. Results as follows: donor 80: inratio: 3.2, 3.4, 2.8; reference: 2.41; bias threshold: 1.41-3.41: %cv: 9.75. Donor 81: inratio: 1.6, 1.7, n/a; reference: 1.56, bias threshold: 1.06-2.06; %cv: 4.29. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Customer was using expired strips for testing. Using expired strips would contribute to unexpected inr results or errors in testing. No product was expected to be returned, so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. The strip lot used was expired. No trending is required.